Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. A day after the onset, the patient was treated with vancomycin injection (1 gram, intraperitoneal and frequency was not reported) and fortum injection (intraperitoneal, dose and frequency were not reported) for peritonitis. At the time of this report, patient outcome was unknown and action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient experienced cloudy fluid. The physician confirmed that the patient did not experience peritonitis. It was reported that the dose of fortum injection was 500mg. Both vancomycin and fortum treatments were discontinued after seven days. Pd therapy was ongoing. As it was reported the patient did not experience the event of peritonitis, and the patient was treated prophylactically for the event of cloudy fluid, the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.